Event description:
Tampons shed, come apart [device breakage]. Case narrative: consumer reported via e-mail that the tampons shed and come apart. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampons shed, come apart [device breakage]. Case narrative: consumer reported via e-mail that the tampons shed and come apart. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampons shed, come apart [device breakage]. Case narrative: consumer reported via e-mail that the tampons shed and come apart. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampons shed, come apart [device breakage]. Case narrative: consumer reported via e-mail that the tampons shed and come apart. No injury reported.